Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The pt was a (B)(4) male. The target lesion was the proximal to mid left anterior descending (lad). The lesion was diffused, moderately calcified and moderately tortuous lesion. There was 99% stenosis. It was an elective case. Femoral approach was chosen. A guide catheter (gc)(heartrail 7f jl3.5) was engaged and a guidewire (runthrough highper-coat) crossed the lesion. Ivus and pre-dilation with a bc (maverick2 2.5/20mm) were conducted. A cypher (3.5/23mm: complaint product) was delivered to the target lesion without issues. When the cypher was being slowly inflated up to 8 atm, the balloon would not inflate as usual. Then smoke-like contrast media leakage from the distal tip of the gc was confirmed under cag. Therefore, the physician tried to retrieve the cypher from the pt, but the cypher seemed to become stuck to the gw and there was strong friction within the gc because of the slightly-dilated cypher stent. Accordingly, the physician retrieved the gw, gc and cypher as a single unit. When the cypher was checked outside the pt, shaft leakage was confirmed at around 60cm from the distal tip. A small hole was also confirmed at the portion. To finish the procedure, post-dilation with a bc (quantum maverick 3.5/12mm) was conducted and two new cyphers (3.5/18mm) were implanted at the target lesion using new gc and gw. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use.